Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had restricted or low flow which contributed to excessive delays in therapy which is more than 72 hours. This was discovered during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation (previously reported as discarded). Visual inspection was performed and a stuck tubing beneath the twist clamp was observed. Leak testing was performed and no issues were observed. Clear passage testing was performed and no flow was detected during testing. The twist clamp was removed by hand to verify the cause and a stuck tubing between the occluder legs was observed. The reported condition was verified. The no flow event was due to stuck tubing between the occluder feet. The cause of the stuck tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.